Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was not detected on the bus. A field service engineer (fse) was unable to reseat the cubie pocket in cubie tray due to network issue with all devices onsite and the fse was unable to login into hardware test application. After the hospital swapped the network, the fse shutdown the device, disconnected and removed the cubies and replaced the cubie tray for row e to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height tray damaged and failed to seat cubie pocket. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.